Manufacturer narrative:
Device evaluation: analysis of the returned device identified: an opening on the anterior, wear abrasion, crease fold and delamination of the plug strap. A leak test and microscopic analysis were performed which identified: a crack opening, a sharp opening , delamination plug strap (>75% total separation), white particles, an opening on plug strap and non-penetrating nicks on plug strap. Creases were observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, total delamination total of the plug strap (cohesive failure), a sharp opening on anterior due to an unidentified (tear) opening and a sharp opening on the plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation and "any creases". Device has been explanted.

Event description:
Healthcare professional additionally reported the event of "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.